Event description:
It was reported that the patient presented for a follow up in clinic with pacemaker pocket erosion. The pacemaker was explanted and temporarily implanted on the neck with a temporary lead. The patient was in stable condition.